Event description:
It was reported that 16 of the bd micro-fine¿ pro pen needle cannulas were confirmed broken and unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: according to the pharmacy, a patient complained that the drug solution did not come out. Confirmed that the needle npe was found to be broken.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Twenty five open 32g x 4mm pen needle samples and six photos were returned from lot. No.1350736, cat. No. 320559. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on sixteen samples and a bent non patient end of cannula was observed on the remaining nine samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported that 16 of the bd micro-fine¿ pro pen needle cannulas were confirmed broken and unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: according to the pharmacy, a patient complained that the drug solution did not come out. Confirmed that the needle npe was found to be broken.